Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, an air leak occurred. The introducer was exchanged and the procedure was completed with no adverse consequences to the patient. When the sheath was inserted into the heart and negative pressure was applied from the side port before flushing, air was aspirated. Aspirating air several times, with no resolution. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed to replace the sheath.